Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: part 00599601710 and part 42500607002. Medical records were not provided. The root cause of the reported issue is attributed to user error leading to off-label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps allpoly tib sz7, p/n: 00599601710, l/n: 64087801. 3.5 mm hex head screw 3.2 mm, p/n; 00590103533, l/n: 64474675. Headless trocar drill pin 3.2 mm, p/n; 00590102000, l/n: 64500448. Femur cemented posterior stabilized; p/n, 42500607002, l/n: 64330372. All poly patella cemented, p/n; 42540000035, l/n: 64450443. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was noted after surgery during post-op inspection the incorrect poly was implanted. Subsequently, no revision is scheduled at this time. No adverse events have been reported as a result of the malfunction.